Event description:
The olympus representative reported (on behalf of the customer) that the tracheal intubation fiberscope had an air leak. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the coating on the image guide serpentine tube had peeled off. This report is to capture the reportable malfunction of the image guide coating that was peeled off and noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the watertightness of the operating part (base of the suction port) was not maintained; watertightness was not maintained due to holes in the bending section; due to the forceps channel being crushed, the channel cleaning brush could not be inserted; the adhesive part of the lighting lens was peeling off; the bending section and the flexible tube were crushed; the flexible tube of the insertion section was crushed; the coating of the insertion tube had come off; the bending section adhesive part was missing; due to handling, discoloration of the vent was found under the grip; and scratches were found on multiple locations on the device. Device history records: a review of the device history record (DHR) found no deviations that could have caused or contributed to the coating that had peeled from the insertion tube. The DHR confirmed that the subject device was shipped in accordance with the specifications. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, c22306258, was initiated from another facility for the same device, and a similar complaint, c22511012, was initiated from another facility for the same device family. Conclusion: a definitive root cause for this issue was not established. However, it is probable that the issue resulted from the repeated or long-term use of the device or because it was either mishandled or subjected to stress forces. The instructions for use (IFU) state the following guidelines: the operation manual describes how to inspect for the subject event in "chapter 3 preparation and inspection 3.2 inspection of the endoscope" as below. Inspection of the endoscope. Visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists, or other irregularities. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling, or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.